Event description:
Reportedly, the patient does not recall any procedures and so the ipg is assumed to be still implanted.

Manufacturer narrative:
Correction, b5: previously stated the ipg was explanted. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's ipg had migrated and caused pain and discomfort. As a result, the ipg was explanted on an unknown date in 2014.